Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for roche cardiac trop t (tnt) on the cobas h 232 analyzer serial number (B)(4). The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a product released for distribution in the united states. All three samples resulted as 50-100 ng/ml when tested on the cobas h232 analyzer. All three samples were also tested using an unknown testing method and each resulted with values of 0.00 ng/ml. All erroneous results were reported to the doctor. No adverse events were alleged to have occurred with the patients. The customer declined to provide any additional information.

Manufacturer narrative:
(B)(4). The customer did not provide any material for investigation. Relevant retention test strip material (lot 156617) was measured on a qualified cobas h232 analyzer with three native blood samples and one spiked blood sample (c=80 ng/l). Each sample was tested with three test strips. The blood samples were also measured on a cobas e 411 immunoassay analyzer (cobas e411). Results: mean of the measurements on qualified cobas h232: first native blood sample: <50 ng/l. Second native blood sample: <50 ng/l. Third native blood sample: <50 ng/l. Spiked blood sample (c=80 ng/l): 50-100 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml . Second native blood sample: 6.37 pg/ml. Third native blood sample: <3.00 pg/ml. Spiked blood sample (c=80 ng/l): 73.59 pg/ml. The results of all measurements with relevant retention material and qualified cobas h232 fulfill requirements.